Manufacturer narrative:
(B)(4). Cartridge size. The analysis results showed that one (B)(4) device (a) was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the instructions for use. Attempting to fire a 45mm reload on a 60mm device will lock the device. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The analysis results showed that one (B)(4) device (b) was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the instructions for use. Attempting to fire a 45mm reload on a 60mm device will lock the device. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Once the device is opened the device can be de-articulated. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The sales rep spoke with the surgeon, comments are as follows: how long has dr. Been using the device? Since its release. Was the need to convert to an open procedure due to the difficulties encountered with the devices? He needed to convert to an open procedure because the staff could not find another device. Is the patient expected to have a full recovery? As of saturday, (B)(6), the patient was still recovering slowly from the surgery. Dr. Was not sure as to an approximate date of patient's full recovery. What was the condition of the tissue? Condition of the tissues prior to and after the case were normal. Patient's preexisting condition(s)? Patient did not have any preexisting conditions other than the tumor which dr. Was removing for the surgery. Patient's age, sex and weight? (B)(6).

Event description:
It was reported that during a low anterior resection procedure, the device was loaded and inserted into the patient. The surgeon attempted to fire but it did not fire. The device was removed and reloaded, they attempted to fire again; it would not fire. A new device was pulled and loaded, they attempted to fire and it would not fire. When the second device would not fire, they took it out of the patient. Somehow they got the jaws to close but then could not get them to open. The procedure was then converted to open to complete. The patient is okay. On what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, the trigger handle would not come back. They had taken it out of the patient when it would not fire, they got it to close but were not able to get it back open.